Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have a malfunction. No further information provided. Patient outcome: "there was no report of patient injury."

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some brown substance noted inside the fiber cap; the bevel section is melted; the shrink tubing distal end exhibits mild melting. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.